Event description:
Event related to manufacturer #: 2134265-2008-01673. It was reported that during an unspecified procedure, removal difficulties were encountered. The lesion was located in the superficial femoral artery (sfa). The sterling over-the-wire balloon catheter was unable to be advanced on the thruway guide wire, and subsequently became stuck. Therefore, the physician attempted to remove the catheter from the guide wire, but had to use "a lot of force" to do so. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as "fine."